Manufacturer narrative:
Intuitive followed up and confirmed that the customer had no additional information and no patient demographic information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. Review of the procedure logs was unable to confirm any failures. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. The jaw cover was found to have tearing. Tears measure from .062# to .256# in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm synchroseal had a recognition issue. The procedure was completing as planned with no reported injury.